Manufacturer narrative:
This report is for three (3) unknown 5.0mm cannulated screws. Partial part number reported as 02.205.0xx. Specific part and lot number is not reported. Without the specific part and lot number, the UDI is not available. Part of the screw remained in the patient¿s bone during the hardware removal procedure performed on (B)(6) 2017; device not considered explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who was implanted with a 4.5mm locking compression plate (lcp) and five screws in the proximal tibia on an unknown date, experienced post-operative pain. Subsequently, the hardware was removed on (B)(6) 2017. During a hardware removal, four screws malfunctioned. The procedure was completed with a one-hour surgical delay due to the reported events. It was reported that there was a less than desirable outcome as extra bone was removed. This report addresses the removal of the devices (4.5mm locking compression plate (lcp) and five (5) screws in the proximal tibia) due to post-operative pain. The intra-operative malfunctions of the four screws during removal of the hardware have been captured under the linked, related record, (B)(4). This report is for three (3) unknown 5.0mm cannulated screws. This is report 2 of 3 for complaint (B)(4).